Manufacturer narrative:
This report is associated with 1819470-2017-00058, since there is more than one device implicated. Evaluation summary: a male patient stated he experienced increased blood glucose while using his humapen luxura device. The patient stated he injected extra units, but it did not lower his blood glucose. The device was not returned for investigation (batch 1107b04, manufactured july 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerns a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections (humalog) through a cartridge via reusable pen (humapen savvio green), 50 iu, unknown frequency, and human insulin (huminsulin) unknown formulation; both were subcutaneously and for the treatment of diabetes mellitus (reported as dm). Dose and frequency for human insulin isophane suspension and start date for both treatments were not provided. Additionally, patient received human insulin isophane suspension (rdna origin) injections (huminsulin nph) through a cartridge via reusable pen (humapen luxura champagne); dosage regimen, indication for use and start date were no provided. Since (B)(6) 2017, while on insulin lispro, human insulin and human insulin isophane suspension, he experienced increased blood glucose of 600 mg/dl. He injected extra units and even 50 iu (unspecified which treatment) but it did not lower the blood glucose value. On unspecified dates, the humapen luxura (product complaint (B)(4)/lot 1107b04) and the humapen savvio green (product complaint (B)(4)/lot 1507v04) were reported to have unspecified complaints. The event of blood glucose of 600 mg/dl was considered serious due to medical significance. Information regarding corrective treatment, outcome of the event and insulin lispro, human insulin and human insulin isophane suspension treatments statuses was not provided. The patient was the operator of the humapens and his training status was not provided. The humapen luxura model duration of use was not provided. The humapen savvio model duration of use was two months. The action taken with the suspect devices was unknown. The devices were not returned to the manufacturer. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro, human insulin and human insulin isophane suspension treatments or the humapens savvio or luxura. Update 16mar2017: upon review, this case was opened to add the product complaint numbers and unspecified product complaint to the narrative. The humapen luxura unknown body type was updated the a humapen luxura champagne based on a verifiable lot number. Update 20mar2017: additional information received on 20mar2017 from the global product complaint database. Recoded humapen savvio suspect device from unknown to green. Entered device specific safety summary (dsss) for humapen luxura champagne and humapen savvio green. Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for humapen luxura champagne and humapen savvio green. Added date of manufacture for humapen luxura champagne and humapen savvio green. Corresponding fields and narrative updated accordingly.